Event description:
Customer reported unexpected negative reactivity occurring on a patient sample when 3 cell screen was run on galileo echo.

Manufacturer narrative:
The problem was determined to be that the cells were reported out negative although visually they were weak positive. This issue was addressed under customer communication (B)(6) where the echo may interpret reactions that appear weak positive as negative.